Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient started essure. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), genital haemorrhage (serious criterion medically significant), abdominal pain lower ("severe lower abdominal pain and cramping"), abdominal pain ("severe abdominal cramping"), dysmenorrhoea ("severe, abnormal menstrual pain"), menorrhagia ("prolonged, abnormal menses"), back pain ("severe back pain"), dyspareunia ("severe pain during intercourse"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infections"), headache ("headaches"), weight fluctuation ("weight fluctuation") and mood swings ("mood swings"). The patient was treated with surgery (hysterectomy, essure removed on (B)(6) 2015). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia, alopecia, vaginal discharge, vaginal infection, headache, weight fluctuation and mood swings outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia, alopecia, vaginal discharge, vaginal infection, headache, weight fluctuation and mood swings to be related to essure. The reporter commented: since removal surgery, symptoms have mostly resolved, though some remain (unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date (about 3 months after implantation): hysterosalpingogram result was full occlusion of fallopian tubes. Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain and abnormal heavy bleeding (seen as genital haemorrhage). A hysterectomy was performed to remove micro-inserts around 7 years after insertion. The reported events are serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. Besides that abnormal genital bleeding and menses pattern changes may occur either. In this specific case, consumer presented the events after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality between events and essure cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and genital haemorrhage ("abnormal heavy bleeding / abnormal bleeding") in a 29-year-old female patient who had essure (batch no. 1156410) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for pregnancy prevention: nuvaring from 2006 to (B)(6) 2008; for an unreported indication: efflexor in 2008 and valtrex in 2008. Concurrent conditions included obesity, irritable bowel syndrome since 2004, herpes simplex type ii since (B)(6) 2015, uterine pain since (B)(6) 2015, irregular menstrual cycle since (B)(6) 2015, prolonged heavy periods since (B)(6) 2015, abdominal bloating since (B)(6) 2015, dysuria since (B)(6) 2015, polyuria since (B)(6) 2015 and metrorrhagia. Concomitant products included nuvaring from (B)(6) 2009 to (B)(6) 2009 for contraception. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced dyspareunia ("severe pain during intercourse / dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe, abnormal menstrual pain / dysmenorrhea (cramping)"), menorrhagia ("prolonged, abnormal menses"), headache ("headaches"), weight fluctuation ("weight fluctuation (weight gain / loss)"), vaginal haemorrhage ("vaginal bleeding"), migraine ("migraines / headaches") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain and cramping"), abdominal pain ("severe abdominal cramping"), back pain ("severe back pain"), vaginal infection ("vaginal infections") with vaginal discharge and mood swings ("mood swings"). On an unknown date, the patient experienced weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, essure removed on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia, vaginal infection, headache, weight fluctuation, mood swings, vaginal haemorrhage, migraine and fatigue outcome was unknown, the alopecia was resolving and the weight decreased had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, vaginal haemorrhage, vaginal infection, weight decreased and weight fluctuation to be related to essure. The reporter commented: since removal surgery, symptoms have mostly resolved, though some remain (unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: full occlusion of fallopian tubes on (B)(6) 2015, final pathologic diagnosis: uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: uterine cervix-mild chronic endocervicitis; negative for malignancy or dysplasia. Uterine corpus ¿ disordered endometrium showing no evidence of malignancy or hyperplasia bilateral fallopian tubes - no significant pathology concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received -the following events were provided: weight loss.event outcome of hair loss updated to not recovered. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and genital haemorrhage ("abnormal heavy bleeding / abnormal bleeding") in a 29-year-old female patient who had essure (batch no. 1156410(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for pregnancy prevention: nuvaring from 2006 to 2-apr-2008; for an unreported indication: efflexor in 2008 and valtrex in 2008. Concurrent conditions included obesity, irritable bowel syndrome since 2004, herpes simplex type ii since (B)(6) 2015, uterine pain since (B)(6) 2015, irregular menstrual cycle since (B)(6) 2015, prolonged heavy periods since (B)(6) 2015, abdominal bloating since (B)(6) 2015, dysuria since (B)(6) 2015, polyuria since (B)(6) 2015 and metrorrhagia. Concomitant products included nuvaring from (B)(6) 2009 for contraception. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced dyspareunia ("severe pain during intercourse / dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe, abnormal menstrual pain / dysmenorrhea (cramping)"), menorrhagia ("prolonged, abnormal menses"), headache ("headaches"), weight fluctuation ("weight fluctuation (weight gain / loss)"), vaginal haemorrhage ("vaginal bleeding"), migraine ("migraines / headaches") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain and cramping"), abdominal pain ("severe abdominal cramping"), back pain ("severe back pain"), vaginal infection ("vaginal infections") with vaginal discharge and mood swings ("mood swings"). On an unknown date, the patient experienced weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, essure removed on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia, vaginal infection, headache, weight fluctuation, mood swings, vaginal haemorrhage, migraine and fatigue outcome was unknown, the alopecia was resolving and the weight decreased had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, vaginal haemorrhage, vaginal infection, weight decreased and weight fluctuation to be related to essure. The reporter commented: since removal surgery, symptoms have mostly resolved, though some remain (unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: full occlusion of fallopian tubes. On (B)(6) 2015, final pathologic diagnosis: uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: uterine cervix-mild chronic endocervicitis; negative for malignancy or dysplasia. Uterine corpus ¿ disordered endometrium showing no evidence of malignancy or hyperplasia bilateral fallopian tubes - no significant pathology concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain . Most recent follow-up information incorporated above includes: on 31-jul-2018: update of information (batch was not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and genital haemorrhage ("abnormal heavy bleeding / abnormal bleeding") in a 29-year-old female patient who had essure (batch no. 1156410) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for pregnancy prevention: nuvaring from 2006 to 2-apr-2008; for an unreported indication: efflexor in 2008 and valtrex in 2008. Concurrent conditions included obesity and irritable bowel syndrome since 2004. Concomitant products included nuvaring from 2-apr-2009 to 2-jul-2009 for contraception. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced dyspareunia ("severe pain during intercourse / dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe, abnormal menstrual pain / dysmenorrhea (cramping)"), menorrhagia ("prolonged, abnormal menses"), headache ("headaches"), weight fluctuation ("weight fluctuation (weight gain / loss)"), vaginal haemorrhage ("vaginal bleeding"), migraine ("migraines / headaches") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain and cramping"), abdominal pain ("severe abdominal cramping"), back pain ("severe back pain"), vaginal infection ("vaginal infections") with vaginal discharge and mood swings ("mood swings"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, essure removed on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia, alopecia, vaginal infection, headache, weight fluctuation, mood swings, vaginal haemorrhage, migraine and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: since removal surgery, symptoms have mostly resolved, though some remain (unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Hysterosalpingogram on 2-jun-2009: full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet received. Events vaginal bleeding , migraine & fatigue were added. Lot number & lab data updated. Concomitant condition and drugs are added. Product , patient & reporter information updated. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 24-jan-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain and abnormal heavy bleeding (seen as genital haemorrhage). A hysterectomy was performed to remove micro-inserts around 7 years after insertion. The reported events are serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. Besides that abnormal genital bleeding and menses pattern changes may occur either. In this specific case, consumer presented the events after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality between events and essure cannot be excluded. This case was regarded as incident, since device removal was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.